Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2018-04697, reference MFR. Report#1627487-2018-04699. It was reported the patient experienced persistent pain in the lumbar area. Reportedly, an MRI performed showed no signs of infection. However, surgical intervention was undertaken wherein the entire scs system was explanted to address the issue. Note: all possible devices are being reported as it's unknown which device contributed to the issue.